Event description:
It was reported that "polaris blade coating coming off during intubation." No patient injury or consequences reported.

Manufacturer narrative:
(B)(4). The defective sample was returned to the manufacturer for evaluation. The manufacturer reported: an adhesion test (cross-cut test) was performed on retained samples of production batch ab2503044, and the result was 'passed'. Upon reviewing the DHR records of this batch, no such defects were found during routine inspection and random sampling. The sample had obvious surface scratches, with coating delamination at deeply scratched areas. Such scratches were generally caused by forced contact and friction with sharp metal objects. We performed a cross-cut test next to the coating delamination area of the sample, and the test result was acceptable. We didn't identify anything abnormal with the manufacturing process. However, we are unsure whether any collision occurred during transit. A full re-inspection was performed on the unshipped finished products (1 batch, totaling (B)(4) pcs). Subsequent random sampling by qc revealed no such defects. An internal meeting was arranged for all production operators and qc inspectors to highlight the risks of coating peeling. Meanwhile, relevant personnel were retrained on inspection procedures. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.